Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of a low battery voltage was confirmed in the laboratory and was due to a large number of hv charges. The reported field event of unanticipated therapy delivery could not be verified in the laboratory. The device was tested on the bench and no anomalies were found. The cause of the reported unanticipated therapy delivery could not be determined.

Event description:
It was reported that patient presented in clinic with multiple unanticipated therapy delivered due to af. The device showed low battery voltage status. Device replacement was planned in couple of days. Device was explanted and replaced successfully.